Event description:
Insertion of multiple component penile prosthesis. Pt readmitted on 2/8/96, for removal of device. Possible subacute bacterial endocarditis. Urosepsis- septicemia. Device was implanted on 1/9/96. Device was explanted due to possible subacute bacterial endocarditis ; urosepsis septicemia.